Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the system¿s team. The reported problem confirmed. When cori is sizing, it positions the implant first and then sizes the implant to find the smallest size that will not notch. Cori will match the most posterior diseased condyle and match the resection depth on that size. The femur knee center will affect the way the implant comes in at flexion and where it indicates notching. If the knee center is moved ¿down¿, the implant will come in with more flexion and when it sizes up from the posterior condyle it will find a smaller size. Cori finds the mechanical axis based on knee center. It is recommended to posteriorize the knee center to redefine zero to a ¿different¿ axis and be able to get a smaller size and avoid notching. Posteriorizing the knee center will change the rotation. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with collection of the knee center. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number:(B)(4).

Event description:
It was reported that during a tka cori-assisted surgery, while measuring for a legion pressfit stem, one (1) real intelligence cori system oversized the femur to a size 6 stem, with 5 degrees of flexion on the component and a 15 mm posterior medial cut, which was 1 click outside the notch warning. Manual instrumentation; however, sized it as a 4 or 5. To address this discrepancy, the surgeon went back, cleared the point, and re-registered the femur bone mesh, femur rotation, and tibia bone mesh. The surgeon was meticulous in their painting, ensuring it was on the bone when gathering the posterior and anterior regions. Despite this, the cori planning screen still indicated that the posterior cuts would need to be huge in order not to notch. The case was closed, and a new case with a new ID was started. Once again, the surgeon was very meticulous with the registration; however, the system again sized the knee as a size 6 stem. The procedure resumed, after a significant delay, with a size 5 femur stem using manual instrumentation. Later on, the planning screen was adjusted: it was already flexed to 5 degrees at size 6, then downsized to size 5, distalized it 1 or 2 mm, and set 1 click into the notch warning. After this adjustments, the cori system still recommended a posterior medial cut of 12.5 mm and a posterior lateral cut of 10 mm. Upon measuring the posterior medial cut after the case with a caliper, it was found to be only 9 mm thick. The surgeon had positioned the anterior/posterior cut block to neutral and applied 3 degrees of external rotation to the pca. There was less slope (since manual instrumentation does not set 5 degrees of femur flexion), and the surgeon was not close to notching. Intra-incisional femur pins (4x152) were placed proximal to the medial epicondyle, and tibia pins were extra-incisional in the tibia shaft with a traditional tracker clamp and 4x127 pins. Tracker clamps were tightened with the checkpoint tool, and array orientation, flat marker visibility, and camera adjustments were confirmed to be good throughout the case. No injury was reported as a consequence of this issue.